Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited noise. Technical services (ts) was contacted, and ts discussed their concern about lead integrity. Ts noted the electrogram (egm) looked odd because the rv lead appeared to be sensing from the atrium to the extent that ts questioned if the rv lead had been switched in the device header. Subsequently, the implantable cardioverter defibrillator (ICD) was explanted and the leads suralcally abandoned. The ICD system was replaced with another. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).